Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave over-sensing and their right ventricular lead was exhibiting noise over-sensing. It was also found that shock was delivered due to the noise over-sensing. The lead was capped and replaced on (B)(6) 2020. No intervention was performed for the ICD. The patient's health status was not provided.